Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had a damaged thoracic clamp. There was no patient present when this issue was identified. It was noted that the cause or contributing factors to the damage was general use and handling.

Manufacturer narrative:
Additional information: the clamp was returned to the manufacturer for analysis. Analysis found that the clamp face was slightly bent but the clamp was otherwise functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.